Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100427115. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100423625. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient and the physician were unable to cycle the artificial urinary sphincter (aus). The device exhibited fluid loss, which was confirmed by positron emission tomography (pet) scan. However, the source of the fluid leak could not be determined. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.